Event description:
Reported via literature article: it was reported that device embolization occurred. An 80-year-old woman was found to have frequent premature ventricular contractions on postoperative monitoring after uncomplicated 21mm transseptal watchman device placement which met the position, anchoring, sizing, and sealing (pass) criteria. The appendage morphology was of the windsock type, with a single lobe having a maximum ostial diameter of 1.9cm and a depth of 2.25cm. The closure device was placed successfully, and a tug test was performed at the end. The patient was monitored in the cardiac critical care unit, and experienced frequent premature ventricular contractions. Transthoracic echocardiography revealed that the closure device had embolized into the left ventricle (lv) and wedged in the mitral sub valvular apparatus. The patient was immediately taken to the cardiac catheterization laboratory in stable condition for attempted retrieval of the closure device using both anterograde and retrograde approaches. Transesophageal echocardiography (tee) confirmed that the closure device had migrated distally toward the papillary muscle and was wedged between the lateral wall and the papillary muscle. Under ultrasound guidance, non-boston scientific (bsc) 8f short sheaths were introduced into the right femoral artery and vein. The non-bsc 8f sheath in the right femoral vein was upgraded to a non-bsc 55cm baylis sheath to access the left atrium (la) via transseptal puncture. A wire was advanced into the la under tee guidance. The la opening pressure was recorded, with a mean pressure of approximately 10 to 15 mmhg. Intravenous heparin was administered to maintain an activated clotting time of over 300 to 350 seconds. Simultaneously, a non-bsc 16f sheath was placed in the right femoral artery, with pre closure performed using perclose sutures. The non-bsc baylis sheath was then upgraded to a medium curve non-bsc sheath, which allowed for improved manipulation and access to the lv. A non-bsc ablation catheter was advanced through the non-bsc sheath into the lv and was used to manipulate the closure device. The closure device was successfully freed from the lateral wall under fluoroscopic and tee guidance and was allowed to migrate through the aortic valve into the descending aorta. The closure device was subsequently captured using the non-bsc snare and was safely explanted through the non-bsc 16f long sheath. Tee showed no pericardial effusion and no valvular regurgitation. The patient recovered from anesthesia without neurological deficits and had an uneventful overnight recovery and was discharged the following day on aspirin 81 mg and apixaban 5 mg twice daily.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman remains implanted; therefore, returned device analysis could not be completed. Media review: medical media was provided through the literature article and has already been reviewed by authors of the publication; therefore, further review by the bsc medical safety team was not required. Device history record review: the batch number of the watchman was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (IFU) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include device embolization and arrhythmia. Risk review: as the specific product family is unknown, risk documentation for all watchman product families were reviewed for this event. The risk review was completed and confirmed that the events of device embolization and arrhythmia were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via literature article. It was reported that device embolization occurred. An 80-year-old woman was found to have frequent premature ventricular contractions on postoperative monitoring after uncomplicated 21mm transseptal watchman device placement which met the position, anchoring, sizing, and sealing (pass) criteria. The appendage morphology was of the windsock type, with a single lobe having a maximum ostial diameter of 1.9cm and a depth of 2.25cm. The closure device was placed successfully, and a tug test was performed at the end. The patient was monitored in the cardiac critical care unit, and experienced frequent premature ventricular contractions. Transthoracic echocardiography revealed that the closure device had embolized into the left ventricle (lv) and wedged in the mitral sub valvular apparatus. The patient was immediately taken to the cardiac catheterization laboratory in stable condition for attempted retrieval of the closure device using both anterograde and retrograde approaches. Transesophageal echocardiography (tee) confirmed that the closure device had migrated distally toward the papillary muscle and was wedged between the lateral wall and the papillary muscle. Under ultrasound guidance, non-boston scientific (bsc) 8f short sheaths were introduced into the right femoral artery and vein. The non-bsc 8f sheath in the right femoral vein was upgraded to a non-bsc 55cm baylis sheath to access the left atrium (la) via transseptal puncture. A wire was advanced into the la under tee guidance. The la opening pressure was recorded, with a mean pressure of approximately 10 to 15 mmhg. Intravenous heparin was administered to maintain an activated clotting time of over 300 to 350 seconds. Simultaneously, a non-bsc 16f sheath was placed in the right femoral artery, with pre closure performed using perclose sutures. The non-bsc baylis sheath was then upgraded to a medium curve non-bsc sheath, which allowed for improved manipulation and access to the lv. A non-bsc ablation catheter was advanced through the non-bsc sheath into the lv and was used to manipulate the closure device. The closure device was successfully freed from the lateral wall under fluoroscopic and tee guidance and was allowed to migrate through the aortic valve into the descending aorta. The closure device was subsequently captured using the non-bsc snare and was safely explanted through the non-bsc 16f long sheath. Tee showed no pericardial effusion and no valvular regurgitation. The patient recovered from anesthesia without neurological deficits and had an uneventful overnight recovery and was discharged the following day on aspirin 81 mg and apixaban 5 mg twice daily.

Manufacturer narrative:
B3: estimated as 12/10/25 as the published date for the article is noted as december 10, 2025. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. Literature citation: jena, n., lapsiwala, b., bondi, g., dat, q., verma, y., singh, p., garapati, h., avula, s., sayyed, r., patel, k. (2025). Successful percutaneous retrieval of embolized left atrial appendage occlusion device from left ventricle. J am coll cardiol case rep. 2025 dec, 30 (40). Https://doi.org/10.1016/j.jaccas.2025.105902.